Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The ventilator passed self testing.

Event description:
It was reported that the ventilator's lower display was erratic; ventilation was not interrupted. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.